Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.

Event description:
"Blue silicon pad separated from grey insert. Lost insert in the patient. Blue pad not able to be found. Remaining in patient." Patient is fine.